Manufacturer narrative:
(B)(4): results: a conclusive root cause could not be determined for the shaft separation. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood on the balloon, on distal shaft and on the hypotube. There was contrast on the balloon and on the distal shaft. The balloon was tightly folded. The hypotube and jacket were separated, 51 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to the separation. The material at the separation was stretched and jagged. There was a kink in the hypotube, 3.5 cm distal to the separation. There was no other damage noted to the balloon catheter. Product performance engineering has reviewed incident information and the analysis of the returned product. Factors that may contribute to hypotube separations during use include, but are not limited to, damage during manufacturing, materials, handling prior to and during the procedure, removal technique from the packaging, an interaction with the patient anatomy or associative device interaction. No patient anatomical information was provided, which may have aided the evaluation. Analysis of the balloon catheter noted blood and contrast visible on the tightly folded balloon and on the distal shaft, as well as blood on the hypotube. This is consistent with the device being at least advanced through the guiding catheter and handling during the procedure. The analysis confirmed that the hypotube shaft, including the jacket material, was separated 51cm distal to the strain relief tubing. The edges of the jacket material at the separation were jagged and stretched, and the fracture faces of the hypotube were ovaled, indicating that the hypotube was bent or kinked prior to fracture. Fractures of this nature are usually the result of ductile overload (material stress/fatigue). Force or cycling of the hypotube (kinking, straightening, kinking) may result in the eventual fracture of the hypotube as a result of excessive strain. In this case, it is possible that if resistance was encountered during advancement through the guiding catheter, additional force may have been applied to the catheter, such that the shaft kinked and separated as a result, though this cannot be confirmed. There was also a kink observed in the hypotube shaft, 3.5 cm distal to the separation. As this damage was not originally reported, the shaft may have also become kinked during advancement though the guiding catheter or may have been further damaged from handling after the procedure while it was packaged for shipment back to abbott vascular for analysis. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Overall, based on the information received with this complaint and the analysis of the returned product, a definitive cause for the reported hypotube separation cannot be determined and there does not appear to be any indication of a product quality deficiency. Product performance engineering will trend the incident circumstances. All dilatation catheters are 100% visually inspected online for kinks and damage during the manufacturing process at abbott vascular. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: shaft separation. It was reported that during a right coronary artery stenting procedure, while advancing the voyager nc balloon catheter through the guiding catheter for post dilatation, the mid shaft of the catheter separated into two pieces. The separated shaft was easily removed as it was still within the guiding catheter. There was no reported patient effect. No additional event or patient information is available.